Manufacturer narrative:
Based on the problem description and visual inspection of the device, a likely cause is a spike to tubing connection leak. The reported spike to tubing leak was not confirmed. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record found no deviations that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A nurse reported the 3m¿ ranger¿ blood/fluid warming high flow set spike separated from the tubing and caused blood to leak. There were no reported injuries or medical interventions required as a result of the alleged malfunction.